Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, surgery to place the magnet back into its correct position has been completed on (B)(6) 2015. The implanted device remains. This report is filed september 9, 2015.

Event description:
Per the clinic, the patient experienced displacement of the internal magnet subsequent to undergoing a MRI (1.5 tesla).